Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low results for qc samples tested in a microcups since (B)(6) 2017 and for one patient sample tested for alp on (B)(6) 2017. The initial result was 6.1 u/l and was reported outside the laboratory. When the customer noticed the low result, they repeated the sample with a result of 276.3 u/l. The customer immediately called the doctor. There was no allegation of an adverse event. The reagent lot number was 215968. The expiration date was requested but was not provided. The field service representative found the sample probe was misadjusted on the cuvette and sample pipetting position. The investigation determined it was very likely that the probe was hitting the side of the cup before touching the sample which confused the liquid level detection (lld). This resulted in very little or no sample being pipetted.